Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having med for an indi cation of lumbar disc hernia. It was reported that there was crack in the red ring. The event occurred while the products were being used on patient. There were no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
Report source: (B)(6). PMA/510(k) #:class I exempt. Device evaluation summary: product analysis #704781498: as per service report, during the inspection, deformation of the handle screw thread and bearing damage were confirmed. If information is provided in the future, a supplemental report will be issued.